Manufacturer narrative:
B5: the cause of the event was due to the doctor loaded the lens incorrectly. Claim # (B)(4).

Manufacturer narrative:
A2: unk; a3: unk; a4: unk; a5: unk; a6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4)

Event description:
The reporter indicated a 12.6mm vticm5_12.6 implantable collamer lens, -11.50/+2.5/076 (sphere/cylinder/axis), was damaged while loading and there was no patient contact. Another icl lens was implanted and the problem was resolved. The patient is doing well. Additional information has been requested but none has been forthcoming.